Manufacturer narrative:
E1: phone 1-416-480-6100 ext 3232. B3: unknown. One device was received for evaluation. Visual inspection found the device in used condition. System fault error code 41622 was found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the damaged optic switch was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a red screen error. There was unknown patient involvement.